Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated h10: no lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural catheter disconnected for the first time after a few hours. Until then, the epidural anesthesia worked well. After several boluses and a call to the anesthesiologist to reinsert the epidural, the anesthesiologist decided to reinsert the epidural. The catheter of the second epidural was disconnected again about 2h after insertion. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.